Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery due to a yeast infection. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump, and balloon. The explanted aus did not cause or contribute to the reported infection. It is unknown if the explanted aus is being returned for investigation. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.